Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the reported pvl could not be determined. Investigation results suggest in addition to patient factors, the mechanisms described above may have contributed to the worsening pvl and subsequent re-dilation of the implanted valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 7 months post implant of a 26mm sapien 3 ultra valve in the aortic position, re-dilation of the valve was performed due to paravalvular leak. The patient was not symptomatic. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. No further information will be provided.